Event description:
The customer reported there was no image During set up / Inspection for use (during set up in room / before patient in room) involving an Olympus Bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.